Event description:
Allegedly breakage of an alumina head.

Manufacturer narrative:
Investigation is not completed. Additional information has been requested from the user facility and the surgeon. This report will be amended when the investigation is completed. Event device code is addressed in the package insert. This event occurred in another country, and the product was manufactured in another country.